Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the stapler was able to fire but the reloads formed poor staples which resulted in postoperative bleeding following a laparoscopic gastric bypass. Digestive hemorrhage was found in gastrojejunal anastomosis with blood melenas. During the interventions, the staple line was opened 1 cm at the hiss angle of the 60 mm reload and was reinforced with suture line. The patient was discharged but was re-admitted due to hemorrhagic shock and septic shock. They performed endoscopy and found that there was coagulum in the line of gastrointestinal anastomosis caused by the hemorrhage that could not be detached when an active washing was done. It started to bleed again and a second endoscopy was performed after 12 hours. They underwent another laparoscopic surgery, with a 20cm resection of the jejunum leaving a jenunostomy; and performed a gastro-gastrostomy leading to infected pleural effusion and septic shock due to pleural empyema. Bleeding from 4 to 5 liters of blood with plasma transfusion included. The tep was discarded. The surgical time was prolonged. The patient is still on recovery, convalescent at home.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned representative product noted that the reload had a full staple complement. Functionally, the reload was loaded into a pmv representative instrument and was applied to test media with proper staple placement and media transection. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the stapler was able to fire but the reloads formed poor staples which resulted in postoperative bleeding following a laparoscopic gastric bypass. Digestive hemorrhage was found in gastrojejunal anastomosis with blood melenas. During the interventions, the staple line was opened 1 cm at the hiss angle of the 60 mm reload and was reinforced with suture line. The patient was discharged but was re-admitted due to hemorrhagic shock and septic shock. They performed endoscopy and found that there was coagulum in the line of gastrointestinal anastomosis caused by the hemorrhage that could not be detached when an active washing was done. It started to bleed again and a second endoscopy was performed after 12 hours. They underwent another laparoscopic resection in the jejunum leaving a jenunostomy; and performed a gastro-gastrostomy leading to infected pleural effusion and septic shock due to pleural empyema. The tep was discarded. The surgical time was prolonged and the patient was given blood transfusion because of the bleeding. The patient is still on recovery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.